Event description:
The surgeon inserted a 3-piece collamer lens model cq2015. The reporter stated the wound was stretched and a suture was needed. There were no other pt injuries and the lens remains implanted. The reporter stated there was no lens damage.